Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
A patient reported stimulation was turned off so that she could have an EKG test done. After the test, the patient could not get the patient programmer to communicate with the implantable neurostimulator (ins) and could not turn stimulation back on. The patient programmer was showing a "question mark" - poor communication with and without the antenna. The patient thought it was the patient programmer batteries and changed it as result but she was still seeing "poor communication." At the time of the report, it was confirmed that the antenna was secure and an attempt was made to sync with the patient programmer placed directly over the ins but it did not resolve the issue. There were no patient symptoms reported. The patient was indicated for urinary dysfunction.

Event description:
Additional information was received. The patient reported that the replacement programmer did not solve the inability to connect. The battery in the implantable neurostimulator (ins) was dead and the patient had the ins replaced on (B)(6) 2017. The new ins is working correctly with the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.